Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded act and down buttons on keypad trace. No button error alarm during testing. The insulin pump has minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip, cracked case at reservoir tube window corner and stained end cap sticker.

Event description:
It was reported the customer received a button error alarm. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.